Event description:
Customer reported high blood glucose of 500 mg/dl. Customer was trying to bolus when the device alarmed "no delivery." Troubleshooting was performed. Alarm and possible causes was explained to the customer. Customer was advised to disconnect and reconnect the device. Customer was advised to manually push the insulin, using the plunger, and insulin did exit. Customer did a complete set change and a manual prime was done and the device did not alarm. Customer had not changed the infusion set and has used if for four days straight. Customer was advised to switch out infusion set every three days. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 3004209178-2014-96443.